Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per data log analysis, on 25-jul-2019 when the system is powered up, there appears to be an issue with vmot (24 volts direct current (vdc)). All of the pumps and modules that use 24v reboot multiple times. The power manager is reporting network interface card (nic) brick "connected with fault" events on both nic one and three indicating a system wide problem. Most likely something on the base was shorting 24v to ground. This issue could also cause the reported red x displayed on the air bubble detector (abd), pump(s), and possible other modules. The pump(s) not powering up was also caused by this issue. The issue with the central control monitor (ccm) activation failure (failure to power up), and system computer needs service were most likely caused by the 24v issue as well. After the system is power cycled the issue appears to be gone. The power manager never reported an issue with the 24v it supplies to all the pumps, modules, and ccm on the base. It seems likely one of the rebooting modules was shorting 24v each time the nic provided 24v to it. The short would have been quickly removed when the module rebooted. This would have impacted the ccm and all pumps and modules that use 24v. It may have been a shorted capacitor that eventually opened.

Manufacturer narrative:
Updated blocks: b5, d4 and h4.

Event description:
Additional information received that the surgical procedure was rescheduled for another day. There was no delay.

Manufacturer narrative:
The reported complaint was confirmed through the laboratory evaluation with the product surveillance technician only noted the card size being an issue. Per the service repair technician a real time clock is needed to upgrade and repair the unit, but he was unsure what was causing the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance observed that the central control monitor (ccm) was having issues reading personal computer (pc) cards larger than 32mb. The following messages were received 'pc card access failed! Try again for recently inserted pc cards', 'system computer need service'. Using a 16mb lab use only (luo) compact flash card the ccm was able to use the drives as designed.

Manufacturer narrative:
Per the manufacturer's subsidiary, the issue occurred during start-up of the device and there was a "system computer needs service" message displayed. Once the system was rebooted, there was an "x" being displayed on the air sensor icon.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to activate. The ccm was rebooted and then continued to be used. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.